Manufacturer narrative:
Unit received with button error alarm and had unresponsive up button due to corroded keypad traces. Unable to perform prime/delivery test, excessive no delivery test and displacement test or verify no delivery alarm due to unresponsive buttons. Unit had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.(B)(4)

Event description:
The customer reported via phone call that the insulin pump had a no delivery alarm and a button error alarm. The customer did not recall any significant events leading up to the error alarm. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.